Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
According to the received information a quotation had been sent to the customer to investigate the issue. No further information has been provided, no log files or service report have been received. Operating capacity for the expiratory membrane is estimated to 10.000.000 breathing cycles. When this limit is passed or if the membrane for some reason has become defective, it must be replaced. Since no further information was provided and no parts have been replaced, the root cause to the reported failure has not been established in this investigation. H3 other text : 4114.

Event description:
Manufacturer ref#: (B)(4).